Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed and replaced due to infection. An attempted right ventricular (rv) lead exhibited high thresholds and non-capture. The lead was removed. A second lead was attempted but perforated the ventricle after the physician applied more turns than recommended. The lead was removed and a surgical procedure was performed to stop the bleeding. A new lead was then implanted and remains in use. No further patient complications have been reported as a result of this event.